Event description:
It was reported that there was a sudden increase of the pacing impedance measurements of this right ventricular (rv) lead. It increased from 450 ohms to 1200 ohms then became stable. The rv pacing threshold increased to 1.1 volts. It was noted that an x-ray will be performed to verify lead connection. No adverse patient effects were reported. Currently, this lead remains in service.